Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found that there were stripes in the image due to the damage on the internal cable. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1 address ¿ line 1: full address is (B)(6).

Event description:
The customer reported to olympus, the camera head adapter's turret was loose. The issue was found during reprocessing for an unspecified diagnostic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there were stripes in the image due to damage on the internal cable. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correction h10 (information was inadvertently missed on the initial). Correction to h10: the customer's initially reported complaint of a loose coupler was not confirmed during the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image was displayed due to a communication failure caused by the faulty cable. The cause of the faulty cable could not be determined. The event can be detected/prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.